Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The last time the patient flew on a plane she didn¿t turn her ins off and it totally drained her battery. When she landed her battery barely had any power left in it. She was about to fly again and wanted to know how to turn the system off so that this time that didn¿t happen. Basic functionality including synching with the ins, navigating between screen, and button use were reviewed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).